Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps) , there was significant resistance when attempting to load the filter into the delivery catheter (dc) pod. A kink occurred at the tip of the dc pod. The device was not used and there was no patient involvement. A new emboshield nav6 eps was used to complete the procedure. There was no clinically significant delay in the procedure. Returned device analysis identified that the filtration element tip was separated from the distal neck of the device. The account was not aware of the separation. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported difficult to insert was unable to be confirmed with the returned delivery catheter due to the damage noted. However, the filter was loaded into a proxy delivery catheter with no resistance noted, indicating that the filtration element functioned properly. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The investigation was unable to determine a definitive cause for the reported difficulties. It is possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. Based on the reported information and evaluation of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.